Event description:
During patient treatment, users reported seeing fluctuation's in the displayed mean airway pressure and amplitude, as well as with the float ball of the flowmeter. These flucuations were noticed after the patient's "chest wiggle" decreased followed by an increase in blood gas co2. The patient remained on this 3100b until a replacement 3100b and without compromise.